Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and uterine fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyotic fibrotic uterus"). The patient was treated with surgery (da vinci totallaparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: uterus (110.0 grams) with proliferative endometrium. Adenomyosis. Cervix with no pathologic change. Bilateral fallopian tubes with no pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, adenomyotic fibrotic uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular and uterine fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyotic fibrotic uterus"). The patient was treated with surgery (da vinci totallaparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: uterus (110.0 grams) with proliferative endometrium. Adenomyosis. Cervix with no pathologic change. Bilateral fallopian tubes with no pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, adenomyotic fibrotic uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.